Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 3500. Physical condition of device on arrival revealed bottom case broken by the back place screws. When occlusion testing was done, this revealed alarm of motor rate error. The cause was isolated to motor assembly, worm gear, leadscrew and clutch halves. Parts were found dirty and this was related to normal wear as pump is nine years old. Action was taken to replace the motor assembly, leadscrew, worm gear and clutch halves. Device passed all functional and delivery testing. Additional repairs were done to the force sensor, bottom case, plunger cable, size pot and battery was re-calibrated.

Event description:
Information received a smiths medical medfusion syringe 3500 pump alarm motor rate error . No adverse patient event reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H2: a1, b5 and h6 (patient code).